Event description:
I received a shock from a medtronic defibrillator while in the hospital, in 2007, after it was implanted. The technician told me this machine did not register a shock and that it was in my head. I was informed in 2007, that the lead was recalled, and advised against having it removed. I have been shocked several times by this device and each time the machine does not register that it happened. I am not going crazy. I am being shocked.